Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what was being done when the needle pulled-off (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)?by pass. Were x-rays taken to locate the needle? Yes. Was the needle piece removed from the patient during the same procedure? Yes. Does the needle remain in the patient¿s tissue?no. "What tissue structure is it located? Size of the needle retained vein are any plans in place to remove the needle piece in future?" Doesn¿t applay. If retained, what is the surgeon's opinion of consequences to the patient? Doesn¿t applay. Was there any patient consequence or injury? What medical/surgical intervention was provided? Increased time of opperative. What is the condition of the patient? Ok. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was additional dissection required in other tissues other than the target tissue? If yes, please describe. Was the post-operative care altered in anyway due to the prolonged surgery time of 1 hour? If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? Lot number? Device return status?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the thread was separated from the needle, which resulted in the extension and search for the needle up to 1 hour. The needle was removed during the procedure. There were no adverse patient consequences reported. The current condition of the patient was reported as ok. Additional information was requested.